Event description:
A report was received that the patient experienced respiratory complications after the implant procedure and was admitted to the hospital. The patient had to be placed on a ventilator as she had stopped breathing. While in the hospital, the patient reported pain at the laminectomy site and was placed on vicodin. After being discharged from the hospital, the patient went to the ER for pain and drainage at the incision site. The physician explanted both systems due to infection that caused some nerve damage in the shoulder from the cervical lead placement. The patient was reportedly doing fine after the explant procedure.

Event description:
A report was received that the patient experienced respiratory complications after the implant procedure and was admitted to the hospital. The patient had to be placed on a ventilator as she had stopped breathing. While in the hospital, the patient reported pain at the laminectomy site and was placed on vicodin. After being discharged from the hospital, the patient went to the ER for pain and drainage at the incision site. The physician explanted both systems due to infection that caused some nerve damage in the shoulder from the cervical lead placement. The patient was reportedly doing fine after the explant procedure.

Manufacturer narrative:
A returned product analysis indicated damage to paddle lead (B)(4) is a result of a typical explant procedure and it is not considered a failure. No anomalies were detected with the ipgs. A review of the manufacturing documentation of paddle lead (B)(4) found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Manufacturer narrative:
Additional information was received that the there was no nerve damage. There was epidural scaring which was the result of the epidural infection. The physician believes the epidural scaring was procedure related. No further action will be taken.

Event description:
A report was received that the patient experienced respiratory complications after the implant procedure and was admitted to the hospital. The patient had to be placed on a ventilator as she had stopped breathing. While in the hospital, the patient reported pain at the laminectomy site and was placed on vicodin. After being discharged from the hospital, the patient went to the ER for pain and drainage at the incision site. The physician explanted both systems due to infection that caused some nerve damage in the shoulder from the cervical lead placement. The patient was reportedly doing fine after the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02 (B)(4) model description:ipg kit (without pull-through tunneler) model#:sc-8216-70 (B)(4) model description:artisan 2x8 paddle lead (lim), 70 cm